Manufacturer narrative:
The device used in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. As the product was not returned physical inspections and evaluations could not be undertaken. Review of the manufacturing records found: no issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A review of complaint history found no similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause it was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. As no manufacturing, material, or design issues were identified, no further investigation or additional actions are required at this time.

Event description:
It was reported that, during treatment, upon checking pump for seal it was noted that all 4 indicators were on. Patient tried taking out batteries and restarting pump, but all 4 indicator lights remained on. As there was not any back-up device available, the patient transitioned to acticoat dressing. A delay was not stated. The patient was not harmed; the wound have healed.